Manufacturer narrative:
The complaint was received as a result of issues being identified in a literature article. Due to this, no specific product details or batch/lot numbers have been available to the investigation. As a result of this, no device history review was possible. A complaint history review was performed for the product family and event description, there have been further instances in the past three years. According to the article, the devices were being used in patient treatment. The devices used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. No relevant supporting clinical information has been provided to assist with a clinical investigation. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A risk management review concluded that there is insufficient information within the complaint description and further information included in this complaint to provide a causal link between events and the product therefore no update to the risk files is warranted. It was reported that the puncture site of one patient became inflamed and infected. Probable root cause for the issue may be incorrect application of the dressing or improper preparation of wound area, or patient sensitivity to product or an existing skin condition a review of the IFU was carried out. This guide provides comprehensive instructions of the operation, use and limitations of the device, including advice on application and removal of dressings and skin preparation prior to use. This investigation has now been closed with no corrective actions deemed necessary. Smith and nephew acknowledge customer concern and are grateful for all feedback on our products, as this information is extremely valuable to us, as we are continually investigating ways to develop and improve the full range of products that we provide. We will continue to monitor for any adverse trends relating to all product ranges.

Manufacturer narrative:
Internal complaint reference (B)(4). Initial reporter postal code: (B)(6).

Event description:
On the literature article named "clinical effect of thin combined with calcium alginate dressing in preventing early complications after PICC catheterization in elderly tumor patients", it was reported that, when using a combination of an algisite and allevyn thin dressings applied on a pcc catheter insertion site for tumor treatment in elderly patients, the puncture site of one patient became inflamed and infected, as there was a purulent discharge present. Additional details on how this adverse event was treated are unknown. The patient outcome is unknown.